Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 38-year-old female patient who had essure (batch no. C51077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2001, live birth in 2009, miscarriage, dermatitis, obesity and hematochezia. Concurrent conditions included cervical dysplasia, asthma, pyloric ulcer, gerd, hypokalemia, constipation chronic, dizziness, colitis, eczema, folliculitis, tinea barbae, vitamin d deficiency, crohn's disease since 2001 and hidradenitis suppurativa since (B)(6) 2015. Family history included breast cancer (father, maternal grandmother, paternal grandmother), heartburn and inflammatory bowel disease. Concomitant products included glyceryl trinitrate (transderm patch) from (B)(6) 2016 to (B)(6) 2017 and linaclotide (linzess) from (B)(6) 2016 to (B)(6) 2017. In 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, 1 month 5 days after insertion of essure, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) ¿ type: acute vaginitis") and vaginal odour ("vaginal odor"). On (B)(6) 2017, the patient experienced pain ("pain"). In 2017, the patient experienced cellulitis ("infection (other) - describe: cellulitis of lower abdomen/supra pubic region"), pruritus ("rashes or skin conditions type: excoriation at lower abdomen pruritus") and tinea cruris ("tinea cruris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("yeast vaginitis"), hidradenitis ("rashes or skin conditions-type: hidradenitis"), post procedural complication ("other injury(ies) or complication (s) please describe: incision separationg") and wound dehiscence ("incision separation"). The patient was treated with terconazole (terazol), metronidazole (metrogel), ciprofloxacin (cipro), bacitracin, neosporin (neosporin topical), lotrisone and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain lower, vaginal hemorrhage, menorrhagia, vaginal infection, cellulitis, pruritus, vaginal discharge, vaginal odour, tinea cruris, vulvovaginal mycotic infection, hidradenitis and pain had resolved and the dyspareunia, post procedural complication and wound dehiscence outcome was unknown. The reporter considered abdominal pain lower, cellulitis, dyspareunia, genital hemorrhage, hidradenitis, menorrhagia, pain, pelvic pain, post procedural complication, pruritus, tinea cruris, vaginal discharge, vaginal hemorrhage, vaginal infection, vaginal odour, vulvovaginal mycotic infection and wound dehiscence to be related to essure. The reporter commented: she used condoms and ortho evra patch, tb risk. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. On 11-jul-2018: pfs received, event added :-incision separation, event outcome for event genital hemorrhage, and vaginal hemorrhage updated from unknown to recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 38-year-old female patient who had essure (batch no. C51077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2001, live birth in 2009, miscarriage, dermatitis, obesity and hematochezia. Previously administered products included for an unreported indication: ortho evra patch from 2004 to 2005. Concurrent conditions included cervical dysplasia, asthma, pyloric ulcer, gerd, hypokalemia, constipation chronic, dizziness, colitis, eczema, folliculitis, tinea barbae, vitamin d deficiency, crohn's disease since 2001 and hidradenitis suppurativa since (B)(6) 2015. Family history included breast cancer (father, maternal grandmother, paternal grandmother), heartburn and inflammatory bowel disease. Concomitant products included glyceryl trinitrate (transderm patch) from (B)(6) 2016 to (B)(6) 2017 and linaclotide (linzess) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, 1 month 5 days after insertion of essure, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) ¿ type: acute vaginitis"), vaginal odour ("other injury(ies) or complication(s) - please describe: vaginal odor") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) - type: yeast vaginitis"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("pain"). In 2017, the patient experienced cellulitis ("infection (other) - describe: cellulitis of lower abdomen/supra pubic region"), pruritus ("rashes or skin conditions type: excoriation at lower abdomen pruritus"), vaginal discharge ("vaginal discharge"), tinea cruris ("tinea cruris"), wound dehiscence ("incision separation") and skin abrasion ("rashes or skin conditions - type: excoriation at lower abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), hidradenitis ("rashes or skin conditions-type: hidradenitis") and post procedural complication ("other injury(ies) or complication (s) please describe: incision separating"). The patient was treated with terconazole (terazol), metronidazole (metrogel), ciprofloxacin (cipro), bacitracin, neosporin (neosporin topical), lotrisone and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cellulitis, pruritus, vaginal discharge, vaginal odour, tinea cruris, vulvovaginal mycotic infection, hidradenitis and pain had resolved and the dyspareunia, post procedural complication, wound dehiscence and skin abrasion outcome was unknown. The reporter considered abdominal pain lower, cellulitis, dyspareunia, genital haemorrhage, hidradenitis, menorrhagia, pain, pelvic pain, post procedural complication, pruritus, skin abrasion, tinea cruris, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal mycotic infection and wound dehiscence to be related to essure. The reporter commented: she used condoms and ortho evra patch, tb risk. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event skin abrasion added. Event onset date added. Historical drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure (batch no. C51077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2001, live birth in 2009, miscarriage, dermatitis, obesity and hematochezia. Concurrent conditions included cervical dysplasia, asthma, pyloric ulcer, gerd, hypokalemia, constipation chronic, dizziness, colitis, eczema, folliculitis, tinea barbae and vitamin d deficiency. Family history included breast cancer (father, maternal grandmother, paternal grandmother), heartburn and inflammatory bowel disease. Concomitant products included glyceryl trinitrate (transderm patch) from (B)(6) 2016 to (B)(6) 2017 and linaclotide (linzess) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month 5 days after insertion of essure, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) ¿ type: acute vaginitis") and vaginal odour ("vaginal odor"). On (B)(6) 2017, the patient experienced pain ("pain"). In 2017, the patient experienced cellulitis ("infection (other) - describe: cellulitis of lower abdomen/supra pubic region"), pruritus ("rashes or skin conditions type: excoriation at lower abdomen pruritus") and tinea cruris ("tinea cruris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("yeast vaginitis"), hidradenitis ("rashes or skin conditions-type: hidradenitis") and post procedural complication ("other injury(ies) or complication (s) please describe: incision separationg"). The patient was treated with terconazole (terazol), metronidazole (metrogel), ciprofloxacin (cipro), bacitracin, neosporin (neosporin topical), lotrisone and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, cellulitis, pruritus, vaginal discharge, vaginal odour, tinea cruris, vulvovaginal mycotic infection, hidradenitis and pain had resolved and the genital haemorrhage, abdominal pain lower, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, cellulitis, dyspareunia, genital haemorrhage, hidradenitis, menorrhagia, pain, pelvic pain, post procedural complication, pruritus, tinea cruris, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and vulvovaginal mycotic infection to be related to essure. The reporter commented: she used condoms and ortho evra patch, tb risk. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and case become medically confirmed and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant, treatment drug were added. Updated suspect drug indication and lot number. Added event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: acute and yeast vaginitis, infection (other)- cellulitis of lower abdomen/suprapubic region, rashes or skin conditions type: excoriation at lower abdomen pruritus/ hidradenitis, pain, vaginal discharge, other injury(ies) or complication (s) please describe: incision separation, tinea cruris, vaginal odor. On (B)(6) 2017, she explanted essure. Updated event outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on or about (B)(6) 2017 underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.